Event description:
A (B)(4) was received stating that during patient treatment, alarms for lower inspired o2 concentration than set were generated. (B)(4).

Manufacturer narrative:
This report has been generated from a facility medwatch. The facility name or contact information was not provided, nor was the serial number or the device logs from the event. Without additional information, we are unable to determine the cause of the event. (B)(4).